Manufacturer narrative:
Concomitant products: d274drg ICD, implanted: (B)(6) 2011; 694965 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced an atrial tear upon lead extraction with a snare. There was also tamponade and pericardial effusion as a result of the perforation. The leads being extracted simultaneously were an abandoned right ventricular (rv) lead and a right atrial (ra) lead, which were adhered together. It was also reported that the rv lead had previously dislodged and extraction was attempted at the time but was abandoned. The ra and rv leads were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.